Manufacturer narrative:
A 2 years retrospective analysis of the microport crm's complaints has been performed to review the reportability decision to FDA. The current event met the reportability criteria. Therefore, a MDR is sent by taking into account the validation date of this retrospective analysis as the last information received (28 june 2024). Review of the patient files dated 21 december 2022 did not confirmed the reported ventricular oversensing. The reported damage to the ventricular lead occurred during the extraction from the pacemaker header. Such ¿sticky¿ lead issue could be the result of the lack of using mineral oil during implantation. Indeed, as indicated in the manual implant (see figure 1) it is recommended to lubricate the lead connector with silicone oil in order to facilitate the lead insertion within the connector and also indirectly to remove the lead at the time of explantation. Since the reintervention and the lead reparation performed on (B)(6) 2023, it has been reported that the lead is functioning correctly. It should be noted that lead repair is not recommended even if the lead connector insulation was damaged, since this may impact its functionality and its performance. However, this decision is solely left to the physician¿s discretion (and may eventually be supported / strengthened by observations during future follow-ups).

Event description:
Reportedly, hepta4b sorin biomedica v lead is the topic of this complaint!! Patient code mar180258 implanted: (B)(6) 2005 connected to symphony pm sn (B)(6) v lead shows oversensing. Lead was damaged during extraction from header. Herafter the lead was "repaired" and programmed to unipolar. Lead damage was because of very sticky connection between lead and pm header. ECG snapshot available. Lead is still activa and working "normally" hospital wants to let us know that it is strange that a lead is so "sticky" inside the header. Too many techncial files after techncial analysis from smarttouch programmer in the attachments, for I canot see what is conencted to this pateint. I hope you can.